Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last night the patient's implanted neurostimulator (ins) shut off and he does not know how the ins turned off. Pt states that he was able to turn stimulation back on, but wants to have the ins checked just to make sure everything is ok. The patient reported that their left side has not been very stable "for months now." The patient explained that their left side suddenly started getting "twitchy." Additional information provided reported the it is giving him some weird issues. Additional investigation found that cause of implant being off and cause of symptoms are unknown. Symptoms have resolved at time of last report.